Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized due to the event. The cause, treatment and action taken with pd therapy were not reported. At the time of this report, the peritonitis was ongoing and the patient remained hospitalized for further management. The reporter declined to provide additional information.